Manufacturer narrative:
The mammotome elite biopsy system is indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. The mammotome elite holster (meh1) is used in conjunction with a mammotome elite biopsy probe. The probe is a single use and sterile biopsy device. Once the two devices are connected together and activated, the holster creates vacuum inside the device to assist in pulling tissue into the aperture while the sharpened inner cutter rotates at high speeds and advances across the aperture to acquire targeted tissue. The tissue sample is then transported by vacuum to the specimen collection cup. The device was manufactured on may 4, 2017 and released for commercial use on may 9, 2017. The device was received for investigation on august 24, 2017 and investigated on september 6, 2017. The elite probe used in the procedure was not returned for investigation. A new probe was attached to the returned holster to confirm the functionality of the holster. The device was initialized per the instructions for use. A tissue medium was used to simulate acquisition of breast tissue and the functionality of the device was verified. The reported failure mode was unconfirmed. Although no serious injuries occurred, upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
It was reported by the sales rep that during a breast biopsy procedure, meh1 specimen stuck in chamber and one core only which may affect dx accuracy. This happened twice even after priming. The procedure was completed with another device. No patient complications.